Event description:
It was reported that the physician was using the zimmer air dermatome to do a skin graft to the patient's left lower leg and the dermatome was not working properly. There was damage to the patient's left upper thigh. Multiple skin grafts were taken due to the failure of the equipment. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted. Reference MFR # 1526350-2014-00010.